Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-01681. Additional information received indicates the new ipg was implanted in the same pocket on (B)(6) 2023.

Event description:
It was reported that during a ipg replacement for normal battery depletion it was noted that the patient¿s ipg moved laterally in the pocket and was difficult to connect. The ipg was explanted and replaced with a new ipg to address the issue.